Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels around 600 (mg/dl) and diabetic ketoacidosis. Reportedly, the customer believed that their elevated bg levels were due to stress related to personal issues. Customer administered a bolus to treat their bg levels; however, their bg levels remained elevated and the customer was later hospitalized. While in the hospital, customer was treated with insulin injections and water. Customer was released from the hospital on (B)(6) 2016.